Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is torn in half and a portion of the optic is torn off and missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens cq2015 and the lens tore. The surgeon removed the lens without enlarging the incision & replaced it with another model lens. No patient injury.